Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, myocardial infarction and thrombosis occurred. The physician implanted a taxus express2 drug eluting stent, unk size, to an unk vessel. No pt injuries or complications were reported. Approx 2 1/2 years post stent implantation, the pt experienced an acute myocardial infarction and a possible thrombosis event. Additional info regarding this event has been requested, but is not available.

Manufacturer narrative:
As the unit has not be returned, a technical analysis could not be performed. A review of the mfg documentation for the particular top assembly batch of device that was used in this procedure is not possible as the batch number is unk. Taking into consideration the thorough evaluation conducted and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication, as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling. A CAPA has been initiated to address this issue.